Event description:
Staff members were treating a male pt in his forties who was described as being in "asystolic medical full arrest." The staff attempted to pace the pt, but they indicated that the unit did not provide any pacer output. The staff turned the unit's ma setting to 140, but the unit displayed 0 ma's. The staff obtained a pd1400 (serial number unknown) and continued to code. The staff treated the pt for over an hr and then called the code. The pt did not survive the code.